Event description:
It was reported that the patient experienced withdrawal, with fever reported as a symptom. The device system was used to deliver lioresal. It was later reported that the cause of the event was pocket fill. It was noted that the patient did not require hospitalization, but the patient outcome was not provided.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), product type catheter; product ID 8709, lot# l65386, implanted: 1999-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).